Event description:
The customer alleged that the bed exit did not alert. The customer alleged the patient fell as a result of this alleged malfunction. This event was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The customer reported that there was a delay in nurse locating and also the bed exit alarm call (from an unidentified bed) didn't work for room# 925 due to which the patient fell from the bed. The report of delay in nurse locating will be address in a separate complaint (B)(4). Multiple attempts to obtain additional details surrounding the event as well as to determine the injury (if any) resulting from the fall were unsuccessful. The versacare bed system is intended to provide a patient support suited to be used in healthcare environments. The bed may be used in such settings as acute care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The bed's head end side rail is equipped with a control pod that allows the caregiver to set the bed¿s exit alarm, zero the bed¿s scale, weigh the patient and manipulate other features of the bed. The bed's IFU warns the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. A bed¿s exit alert feature provides an audible and visual alert notification if the patient is attempting to exit the bed. This alert will enunciate at the bed as the primary notification. The bed can also be used in conjunction with a nurse call system, through the use of a communication cable, to route to and enunciate the alert at designated communication devices. An inspection of the bed and its components conducted by the customer facility determined that the bed¿s communication cable had bent pins which they stated caused the bed exit call to not work, when the customer ¿straightened the pins the issue was resolved¿. An investigation of the log files show that a successful bed exit call placed, and was answered, at 7:02pm (which the time corresponds to the customer reported time of the event), followed by the caregiver entering the room approximately 30 seconds later. The customer did not provide the necessary details to determine the severity of injury, if any from the call. There was no indication that the fall resulted in injury. If any additional details are received the injury will be categorized accordingly. The bed communication cable is not part of the nurse call system nor does it effect the functionality of the bed¿s exit alert at the bed itself. However; it does allow for the alert to be routed and enunciated at additional communication devices. A communication cable with bent pins could prevent this alert from routing and enunciating at additional communication devices. Therefore hillrom is reporting the event.